Event description:
This ra lead and the patients rv lead were both capped due to fracture. This lead was not replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.